Event description:
It was reported that cartridge alarm occurred while customer was using pump and loading was affected, with no previous similar alarms on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer, who had been using cold insulin, reloaded cartridge on pump using guidance from technical support, successfully resumed insulin therapy, and planned to use room temperature insulin for future cartridge loads, and issue was considered resolved; no additional information was received regarding any further outcomes.